Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had a return of pain on their left side (base of skull to tailbone) and a loss of paraesthesia on the left side. It was reported that normal daily activities post-implant led to the issue. The rep attempted reprogramming for the left-sided coverage on (B)(6) 2018, but they were unsuccessful. An x-ray was performed and confirmed that the lead had migrated to the right midline. Revision surgery is planned but is pending scheduling. The issue was not resolved at the time of the report. The rep indicated that they would obtain additional information from the healthcare provider (hcp) on (B)(6) 2018. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and confirmed with the physician account reporting that the revision occurred on (B)(6) 2018. The surgery resolved the loss of paresthesia and return of pain. It was clarified that the lead was replaced and the explanted product was discarded by the customer. No further complications were reported.